Manufacturer narrative:
H.6. Investigation summary: customer returned (4) loose 3/10cc syringes. Customer states that shields are difficult to remove from all syringes he has used so far stated, when he removed shield on some of them, the needle and hub stayed inside shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for high shield pull. A review of the device history record was completed for batch #9063708. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 was been opened on (B)(6) 2019 to address this issue." H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm whole unit experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 324909. Batch no: 9252570 & 9063708. Verbatim: consumer reported, shields are difficult to remove from all syringes he has used so far stated, when he removed shield on some of them, the needle and hub stayed inside shield, was not able use date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252570, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-09, medical device lot #: 9063708, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-04.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm wholeunit experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 324909 batch no: 9252570 & 9063708. Verbatim: consumer reported, shields are difficult to remove from all syringes he has used so far stated, when he removed shield on some of them, the needle and hub stayed inside shield, was not able use. Date of event: unknown.